Event description:
Follow-up information revealed the patient has effective therapy post-operative and the issue is resolved.

Event description:
It was reported the patient experienced ineffective stimulation from the scs system. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was explanted and replaced with a different model. It was noted the patient had a competitor' s leads implanted and were replaced with a penta lead.